Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the right ventricular lead exhibited high pacing and high defibrillation impedance, variation in r wave sensing, and high capture threshold after it was connected the implanted implantable cardioverter defibrillator(ICD). The ICD was not installed and the procedure was completed with an alternative ICD with no complications. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing impedance, high defibrillation impedance, sensing anomaly, and threshold anomaly were no confirmed. As received, a device was returned for analysis. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.